Event description:
According to the literature, a prospective study aimed to assess if a dual-ring wound protector reduced the incidence of superficial and deep incisional infections following open radical cystectomy in bladder cancer patients between october 2018 and september 2022. Patients were divided into two groups: group one included patients using a dual-ring wound protector/retractor and group two patients were operated on with a self-retaining, stainless steel abdominal retractor. The fascial incision was closed with a running loop monofilament absorbable suture reinforced with a competitor suture. A competitor suture was used for the subcutaneous space and the skin was disinfected with a povidone-iodine solution and sutured with metal clips in all cases. There were 74 patients in each group. Complications included deep incisional infection in two patients in the wound protector group and 11 patients in the abdominal retractor group. Reoperation was required in all patients and hospital stay was extended. Other complications not related to the device included: superficial incisional infections, pneumonia, atrial fibrillation, sepsis. Patient death was not related to the device.

Manufacturer narrative:
Andrea benedetto galosi, rocco francesco delle fave, leonard perpepaj, giulio milanese, giordano polisini, matteo mantovan, carlo brocca, vanessa palantrani, pietro tramanzoli, angelo antezza, maria vittoria de angelis, carlo giulioni, and daniele castellani. "Does alexis wound protector/retractor reduce the risk of surgical site infections after open radical cystectomy for bladder cancer? Results from a single center, comparative study", urology, infectious diseases, volume 184, p162-168, february 2024, https://doi.org/10.1016/j.urology.2023.09.054. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.